Event description:
I had essure implanted in 2011 and started to not feeling well a few years after that and continue to experience symptoms to this day. I have presented my symptoms to various providers (including my primary care provider, gynecologist, and neurologist). Who have dismissed my concerns. I also have had magnetic resonance imaging, computed tomography scans, lab test and few procedures to correct problems that I have encountered since. None of these providers have found anything wrong. However, I continue to experience pelvic pain specially on the site where the devices were implanted. I have experience heavy bleeding, nausea, stomach discomfort, persistent headaches, memory fog, joint aches, muscle aches, fatigue amongst other issues. I am a healthy, active person. I also decide to transition to an all-plant base diet at the beginning of this year in an effort to feel better, however no resolve. I looking to get the essure removed as soon as possible, and actively looking for a provider who is experience, one who will remove the essure properly.